Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the instrument's pitch down cable was slightly frayed at the distal clevis hub and could only be seen under magnification. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable could cause or contribute to an adverse event, if to recur.

Event description:
It was reported that during the reprocessing of a da vinci pk dissecting forceps instrument, the cable snapped. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.